Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Three attempts of contact with the dentist were performed, in order to obtain the missing information about lot number, but without success. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4) ¿ the dentist reported that 5 months after the dental implant was installed in intraoral region 6#, its non- osseointegration was observed.